Event description:
It was reported that high impedance was observed through the pulse generator during implant. The lead was removed and reinserted and normal values were seen. The device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)